Manufacturer narrative:
One turnpike lp was returned to vsi for evaluation. A manufacturing record review was completed and zero related nonconformances were found therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was also completed. A kink was present in the shaft of the turnpike; it cannot be concluded how and when this kink occurred. The reported tip "fracture" was confirmed to be a tip separation; approximately 0.5-1.0mm of material was missing from the distal tip. The ptfe liner was exposed at the distal tip, which indicates the ptfe liner was present and had been manufactured correctly. There were marks on the distal portion of the catheter, which is consistent with rotating the catheter against calcification. In addition, torque damage was present, supporting the conclusion that the tip separation was most likely caused by torqueing the catheter with the tip fixed.

Event description:
Physician was utilizing a turnpike lp in a heavily calcified rca. As he was spinning the turnpike lp, he felt it catch and it would no longer spin. He spun it the opposite direction to free it and upon removal noticed a "fracture" in the tip. Attempts were made to obtain additional information on how the tip was retrieved however, no reply has been received. No patient injury was reported.